Event description:
The caller is reporting that a female pt underwent an acl repair in 2008 with the use of biointrafix sheath and screw for tibial fixation and an undefined "allograft". At some time subsequent to this procedure it was determined that there was an infection at the fixation site. In early 2009, a re-surgery was performed, and at this surgery the screw, sheath and the graft were removed. The area was flushed with an antibiotic solution. At this point the pt's acl was not refixated. The pt is being treated with antibiotics; the refixation repair will take place at some time in the future at the surgeon's determination. Allograft same manufacturer as in associated mdrs 1221934-2009-00075, 1221934-2009-0076 and 1221934-2009-00078.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.